Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of bloating, dysmenorrhea, pelvic pain female, abdominal pain, smoker, augmentation mammoplasty, abortion, parity 2, gravida ii, chickenpox and migraine. Previously administered products included: skelaxin [clonixin lysinate], xanax and dicyclomine co. The patient had a family history of diabetes mellitus and ovarian cancer. As concurrent condition the report mentioned pelvic pain female. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4689 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted removal date of drug updated to (B)(6) 2022 from (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2010: on (B)(6) 2010 (as per (B)(6) hysterosalpingogram, post essure impression: (1) bilateral tubal occlusion, post essure. (2) pregnancy test was negative. Hysterosalpingogram was performed with no complications noted. Endometrial cavity is normal. Fallopian tubes are occluded. Essure devices are in satisfactory position [pathology test] on (B)(6) 2022: preop diagnoses: pelvic pain submitted; 1) endometrial 2) right and left tubes with foreign object microscopic diagnosis: 1. Uterus, endometrium, curettage: proliferative endometrium. Scant endocervical tissue. Scant squamous epitheitum. No atypia seen. No dysplasia seen. 2. Fallopian tube, cassettes 2a-2b, bilateral salpingectomy: fallopian tube luminal cross-section) is present. Paratubal cysts. Adhesions. Ovarian tissue with a corpus luteum cyst. See comment. Fallopian tube, cassettes 2c-2d, bilateral salpingectomy: fallopian tube (luminal cross-section) is present. Adhesions. Comment: essure coil fragments (gross only) are also in container gross description: within the container, are multiple fragments of metallic coil-like micro tubule insert(s) measuring (5.7 x 2.5 x 0.3 cm in aggregate). These micro tubule insert fragments appear extended, irregular, and not intact. [Pregnancy test urine] on (B)(6) 2010: negative [ultrasound pelvis] on (B)(6) 2010: impression: both adnexal areas are seen. The right ovary measures 2.5 cm. Diameter and contains a 1.2 cm. Cyst quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: medical record received. Surgical pathology report added. Medical history & lab data updated. Reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4656 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4656 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.